Manufacturer narrative:
Additional information received: it was reported that a non mdt stent graft was implanted in the patient on the day of the index procedure and after implantation the type ib endoleak was observed. Intervention was performed later that evening after an additional complication with the implantation of the endurant limb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted in a patient for the endovascular treatment of a type ib endoleak in a 67mm abdominal aortic aneurysm. It was reported that the device was expired, but there were no adverse events reported from the use of the device. As per the physician, the cause of the event was due to the urgent need for treatment. It was reported that the expired product was noticed when the order was checked but the expired device was not found as the operating rooms were closed due to the covid-19 pandemic. No clinical sequelae were reported and the patient is fine.